Manufacturer narrative:
A review of the mfg batch records yielded the following: the device was mfg to specifications, materials were within specifications and no defects/discrepancies were found. Jjpi considers this file closed.

Event description:
Jjpi was notified of incident through a clinical outcomes database on, 12/3/97. The pt experienced swelling and discomfort. Revision surgery found polyethylene wear on tibial insert and loose femoral and tibial tray components. Product 86-4113, lot# c971 was removed, but had not failed. The following components are being reported on MDR's: tibial insert, cat#86-4617, lot#7k23, MDR# 1219655-1997-00205. Tibial tray, cat# 86-4182, lot# g102, MDR# 1219655-1997-00206.